Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Other relevant device(s) are: product ID: enveor-n-us lot 0008589532, use by date 2018-04-19, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully released. When retrieving the delivery catheter system (dcs), the nose cone caught on the valve and pulled the valve up, causing it to dislodge. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.